Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss or change of therapy on (B)(6) 2016. She was having some leakage and wanted to know if she had to increase stimulation. She was on program 2 at 0.95 volts and was assisted in increasing to 1.0 volts where she felt comfortable stimulation in the correct location. The patient later reported she was experiencing leakage really hard, along with burning and itching on (B)(6) 2016. Stimulation was set at 1.05 and she was wondering if she should increase stimulation more. She was not sure what to do and did not want to increase stimulation if it would cause uncomfortable stimulation; she just wanted guidance on what to do. She intended to follow-up with her healthcare provider (hcp). The patient's indication(s) for use were fecal incontinence and gastrointestinal/pelvic floor.

Event description:
Additional information was received from a healthcare provider (hcp) and a patient. The hcp reported no diagnostics were performed as the previously reported issues resolved. They were due to diarrhea and were resolved. On (B)(6) 2016, the patient reported they got the implant to stop from having loose stools and the burning and itching that came with it. It helped with that and the loose urine, and it seemed like it was under control since they increased stim up to 1.1v. Now they were having new issues with stool that remained after a bowel movement would not pass until after they took "(B)(6)" ((B)(6) 2016). It was still there when they wiped and caused irritation, burning and itching. The hcp had sent out cream/salve ((B)(6) 2016) that worked, but then stopped working ((B)(6) 2016, contradicting previously noted event date). They also reported implant site pain, back pain and leg pain ((B)(6)), described as feeling a pull or a pinch now and then. The patient noted yesterday at church they had a hard time getting up after sitting down - this was happening prior to implant and after implant it started getting better, but had now been getting worse. The patient wondered if the pain would get worse. They mentioned feeling pretty good the week after the surgery and when they saw their hcp on (B)(6) they were feeling fine. After that they were cleared by the hcp to resume exercises and their inversion table, but when they did it wiped them out and they felt tired all of the time. They noted this occurred two weeks after surgery, but then reported it was on (B)(6) 2016 and they started to exercise that monday/tuesday. The patient also reported night sweats that woke them up in (B)(6) around the same time. On (B)(6) 2016, the patient reported their hcp gave them "(B)(6)" on tuesday, had them mix it with the vaseline and put it down there. It was working pretty well.

Event description:
Additional information was received from a consumer. It was reported that the patient was still having bleeding and leaking. They noted that they increased the stimulation. It was also added that they were in pain and were hurting near their anus. They thought that it was a nerve or skin. It was added that there was a little piece hanging from her anus and any time they had a bowel movement it really hurt. They noted that the leaking, bleeding, and pain in their anus occurred in (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was given some cream for the stool issue and the implant site was still painful. Leg stiffness was experienced in the morning. It was noted that the symptoms have not resolved and the patient needed to work another year.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.